Event description:
Olympus was informed that during preparation for an unspecified therapeutic procedure, the esg-400 hf generator issued error message e433. No further information was provided but there was no report about an adverse event or patient injury.

Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for investigation/evaluation. Instead an olympus field service engineer (fse) was on site and checked the device. The fse's evaluation confirmed the occurrence of error e433 and traced the error back to a defective foot switch that was used in combination with the generator. However, the evaluation confirmed that the generator itself is in standard condition. Any error messages that may appear during operation are triggered by the safety system of the esg-400 and communicated visually and acoustically to the user. They are part of the device's own security concept. In particularly critical cases, further use of the device is prevented by the security system until the error has been corrected. A material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected serial number of the hf generator without showing any abnormalities. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation result.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is 3003724334.